Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported wound infection and the device was removed/explanted by a local physician due to infection. The reason for explant without replacement was that the system caused unacceptable complications. No further patient complications have been reported as a result of this event.

Event description:
Additional information from a patient reported the circumstances that led to the implant working itself out of the wound was unknown, possibly from the infection. The patient stated they had the device removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the implantable neurostimulator (ins) was hurting a little bit and the patient stated she believed there was ¿obviously some infection in there because the implant was working itself out of the wound.¿ the patient stated it was red around the edge and it was ¿oozing earlier this week, not blood, but other stuff.¿ the patient stated there was a big open wound. The patient stated she had been provided with antibiotics and ¿wound¿ didn't look that bad on the day of the call. The patient noted she was supposed to have a heart ablation performed on (B)(6), but now due to the implant issues, the surgeon for the heart ablation was not willing to perform due to susceptibility of infection. The patient stated they spoke with a nurse practitioner at the heart ablation office and they stated the implant needed to come out. The patient stated the heart ablation healthcare professional (hcp) was an ¿electrophysiologist¿. The patient wanted to know if she had to go back to the interstim hcp for removal of the ins or could a local urologist perform the surgery to remove the ins. The patient planned to call the interstim hcp. The patient noted the issues began about (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) for a clinical study reported an open wound at the device implantation site that was painful. The patient had scheduled an appointment to see a local urologist that day and after that appointment, the outside provider would remove the device. Interventions include an explant where the entire system was not replaced on (B)(6) 2017. It was reported that the event was unlikely related to the device or therapy and possibly related to the implant procedure. The event resolved without sequelae on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.